Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2018. According to the complainant, prior to procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. Additionally, it was reported that there were difficulties in setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Only the ligator head was returned for analysis. A visual examination of the component found all bands present and were moved out of their positions with some bands were caught under other bands. The ligator head teeth were bent and the suture was not returned with the ligator head. Based on the evaluation of the returned device, these failures occurred during preparation outside the patient and is likely due to handling of the device without direct patient contact. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during preparation. Once the ligator head teeth were damaged, the suture can be detached from its position on the ligator head and moving bands without being deployed which could have contributed with the reported issues. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is handling damage.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2018. According to the complainant, prior to procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. Additionally, it was reported that there were difficulties in setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.